Event description:
The customer reported that the AED speaker is not working and the asi is flashing green. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED speaker has no sound, and the asi is flashing green. The maintenance schedule is reported as monthly. Trouble shooting with the customer: the customer tried an alternate battery pack and the spearker still will not work. Advised the customer that the device warranty is expired and to remove the device from service. Referred customer to the distributor to replace the device. No additional information is available at this time to further investigate this event. The IFU states: the speaker projects the voice prompts when the AED is on. The speaker also emits a "beep" when the unit is in standby mode and has detected a condition that requires operator attention. In the event the voice prompts cannot be heard for any reason (e.g. Noisy environment), follow the leds on the front of the AED to complete the rescue. Although the ddu-100 series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.